Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor could not fire or open the device. Case completed with another device of the same product code. There were no patient consequences reported.